Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the broken piece remains implanted and the rest was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is having a revision of her right femur. She has a history of previous right total hip arthroplasty, then a fall down a flight of stairs, resulted in a periprosthetic right femur fracture. This was repaired with a zimmer 15 hole plate, 4 proximal cerclage cables, four distal locking screw, bone grafting, and placement of antibiotic beads. The surgeon was using a zimmer 2.7mm drill bit during her surgery when it broke off, leaving a 2.5cm segment lodged in the patient's right femur which the surgeon was unable to retrieve. Surgery proceeded without further incident. The surgical team disposed of the drill bit after the case and did not save any of the item packaging. The patient was not harmed by this incident and was discharged home from the hospital. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.